Event description:
Asr revision; asr xl acetabular system - left; reason(s) for revision: component loosening, pain, alval. Update received (B)(4) 2013. Reason for revision detail added. The stem was loosened. Update received: (B)(4) 2014 - added surgeon: (B)(6), and added product: taper sleeve. Additional information: email sent for confirmation as which component became loose. Date of revision entered. Confirmation received as to which component because loose. Please note stem product code on claimsuite was revised at a earlier date on its own, this will be reported by the non asr complaint team. This original stem was replaced by an unknown stem, requested information but where unable to obtain them.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl acetabular system - left, reason(s) for revision: component loosening, pain, alval.